Event description:
Fill volume: unk, flow rate: unk, procedure: unk, cathplace: unk. Patient alleges that fusion occurred in his shoulder following placement of a pain pump after surgery in 2003.

Manufacturer narrative:
Method: the product was not returned for an evaluation and investigation. The lot number was not provided; therefore, the device history records could not be reviewed. Results: the information contained is from the threat of litigation mentioned by a patient. The complaint was opened so that a medical device report (MDR) can be filed with the us food and drug administration. No further investigation will be conducted. Conclusions: as this complaint was created from a threat of a lawsuit, no customer contact can be made at this time due to the pending or threatened litigation. On 08/08/2007, I-flow has also prepared a technical bulletin entitled "what we know about chondrolysis today". (1303722, rev. E). Information from this incident will be included in our product complaint and MDR trend reporting system.